Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported, that while using day aligners. The patient, was concerned about the upper and lower right incisors, that are not tracking. Additionally, gum sensitivity, gum recession on the lower centrals, discoloration and bleeding was reported over the past few weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.